Manufacturer narrative:
The lens was returned in a small glass container. Solution was observed, on the lens. One haptic was broken/torn from the haptic/optic junction area (returned). The optic has a torn/split/cracked area, near the central optic zone. A qualified cartridge was indicated. The handpiece and viscoelastic were unspecified. It is unknown, it qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely, related to customer handling. Not enough information was provided to determine, if a qualified handpiece and viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. Company recommends using the qualified company ¿ iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was loaded and injected into the capsular bag a fissure was observed in the central area of the lens. The iol was removed and the incision was enlarged. In the process the haptic also ruptured. The procedure was completed with the same iol model and power. Additional information was received and reported that there was no harm to the patient.